Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the unit was leaking from worn and damaged tubing and elbow fittings. The fsr replaced worn and damaged parts, tested for leaks and returned to service with no failures noted. The unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned as fsr scrapped them. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). No consequences or impact to patient. (B)(4). Per follow-up with perfusion technician, they use a third party for preventive maintenance (pm) of the device, the cooler heater appears to be leaking from the inlet/outlet connectors, even after repair. She stated the unit leaks profusely to the point that they took it out of service. They have contacted the field service representative (fsr), to get a quote to rebuild the unit. In all cases with this unit, the surgeries have been completed successfully, there have been no delays, and there has been no harm observed, nor impact to the patients.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater was leaking from the cardioplegia (cpg) unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.